Event description:
I had breast implants. I began to gradually get sick with different symptoms. Then one day - it was like a can of worms just opened up, and my symptoms multiplied. I became very sick with a feeling of cold water being poured over my brain, trouble swallowing, inflammation. Racing heart, anxiety, insomnia, rashes with sun exposure, white spots on my skin. Sensitivity to warm showers, vision loss, chest pain, sternum pain, back pain, rib pain; trouble taking a deep breath, trouble breathing, sensitivity to foods, gut issues, acid reflux, pain in my breast; inability to bend over without great pain in my breast, pain in my armpits, left arm pain down my arm, shoulder pain; high blood pressure, hair loss, weight gain, and more.